Manufacturer narrative:
The customer¿s report of back check valve failure was not confirmed. Visual inspection showed no anomalies. Functional testing with a secondary configuration at bd lab observed no fluid traveling up toward the drip chamber . The check valve component was sent to the supplier for additional analysis. Testing of the returned part indicated a pass result. Disassembly of the check valve noted a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be pvc. The root cause of the report of check valve failure was not replicated with san diego customer advocacy. However, upon further review a pvc particle was found in the fluid path that could have prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
It was reported that a back check valve failure on the primary set occurred during a secondary infusion of cloxacillin and dextrose. No patient harm occurred. The primary bag fluid was normal saline (500 ml). The hospital biomed sent the primary bag fluid to a laboratory who confirmed that the bag contained some cloxacillin and dextrose, however the root cause of the back check valve failure was not determined, and the set was sent for investigation. Received a copy of the customer's cmdsnet program report from health canada, which states, "at 0555h scheduled IV med cloxacillin 2000mg due at 0600h was hung. After 5 minutes, IV machine was beeping stating 'air in line'. Noted that the secondary bag (500ml ns) was very full and chamber was filled to the top. Noted the IV secondary bag was nearly emptied and was dripping very fast. Vital signs taken. Pt stable and pt stated no irrigation. No noted redness. At 0645, doctor notified and stated to give another dose of the scheduled 0600 IV antiobiotics again. Primary ns bag was changed at 0200h."

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Regulatory agency ref. Number: (B)(4).

Event description:
It was reported that a back check valve failure on the primary set occurred during a secondary infusion of cloxacillin and dextrose. No patient harm occurred. The primary bag fluid was normal saline (500 ml). The hospital biomed sent the primary bag fluid to a laboratory who confirmed that the bag contained some cloxacillin and dextrose, however the root cause of the back check valve failure was not determined, and the set was sent for investigation. Received a copy of the customer's (B)(6) program report from (B)(6), which states, "at 0555h scheduled IV med cloxacillin 2000mg due at 0600h was hung. After 5 minutes, IV machine was beeping stating 'air in line'. Noted that the secondary bag (500ml ns) was very full and chamber was filled to the top. Noted the IV secondary bag was nearly emptied and was dripping very fast. Vital signs taken. Pt stable and pt stated no irrigation. No noted redness. At 0645, doctor notified and stated to give another dose of the scheduled 0600 IV antibiotics again. Primary ns bag was changed at 0200h."